Event description:
The following complaint was identified during routine repair at anspach service and repair: small battery drive: sticky trigger, loud unusual sound and after torque test, rpm''s fluctuate with lithium. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Lot number cannot be verified as a synthes lot number. Device is an instrument and is not implanted/explanted. The reporter did not allege or identify any deficiency; it was observed during functional testing that the unit had sticky trigger, loud noise, low rotations per minute (rpms), and failed torque test. Evidence suggests this is due to usage wear over time. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis.service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. The manufacture date for this item is unknown.(B)(4)